Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows sign of repeated use and it is fractured and all fractured pieces were not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint was confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty the femoral impactor pad broke during trail impaction.